Event description:
It was reported that during testing at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: manufacture date. Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.